Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a ventilator generated a battery out of range error message. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se replaced the power distribution and power controller printed circuit boards (pcb). The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A power distribution and power controller printed circuit board (pcb) were returned to covidien/medtronic¿s failure analysis laboratory. A visual inspection found no notable conditions. An investigation was performed and the identified root cause of the reported issue could not be duplicated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.